Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the planned treatment got delayed and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement were partly available. Upon functional testing fse found geo pc was not booting. The fse replaced the geo ipc and reloaded the software. After replacement of the geo ipc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movement on the allura xper fd10 system were partly available. No harm has been reported. The geo ipc was replaced as resolution.